Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector was missing the label. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, there was no biohazard sticker on it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary no product was returned by the customer. Photos representation was provided for the complaint. This is a report about missing labels on sharps collector. The pictures were received as evidence of the issue reporting the lack of product label. According to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process for the lot number reported (2254933). Also, a review of the ncmr¿s was performed; the result showed that no ncmrs were reported for the same problem and part number during the last twelve months. H3 other text : see h10.

Event description:
It was reported that the bd¿ sharps collector was missing the label. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, there was no biohazard sticker on it.